Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed that the distal conductor was fractured and distorted (overstress) in the connector.

Event description:
It was reported that during implant attempt, the helix would not deploy. The lead was not used. No patient complications have been reported as a result of this event.